Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating sys (gpos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save an image and then the system locked up. This caused an intermittent, recoverable loss of imaging functionality. There was no report of injury or death associated with this event.